Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e1803 nodule h6 health effect - clinical code - e2010 needle stick/puncture.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On 10/03/2024, the patient experienced infection, drainage, and bump. The patient reported that they developed an infection from the sensor and had to get medical intervention to have the pus/fluid drained. The patient was treated with cephalexin 500mg taken 4 times a day and recovered after treatment. The patient was stable and healed a month later. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.